Event description:
Manufacturer report number: 3008452825-2021-00575. During a premature ventricular contractions (pvc) procedure, the contact force disappeared when the catheter was removed from the sheath. The tactisys was restarted and the cable was re-inserted but the issue persisted. The catheter was replaced with one from the same batch and model, but the same issue occurred. The catheter was exchanged again with one from a different model and the procedure was completed with no adverse patient consequences. A procedure delay occurred due to this issue.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.